Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. To aide in device removal, the access ports were used. When the device was removed, the clip was noted deployed in the intended location and hemostasis was achieved. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.